Event description:
A patient reported experiencing inaccurate erratic results with a ot ultra meter. The patient's blood glucose was 299, 157, and 217 mg/dl within 10 minutes, with a difference 37%. Patient did not experience any adverse events. No further information has been reported.